Event description:
Information was received that reported the pt was hospitalized in early 2009, due to an incident of hyperglycemia. The pt reports that on 01/17 his blood glucose began to run high. On the morning of the same day, he began vomiting. He went to the hospital around 5pm. Upon admission, his blood glucose was 270 mg/dl. He was diagnosed in diabetic ketoacidosis and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.